Event description:
It was reported that the catheter was successfully placed on the left side with a short catheter into an average sized patient. Clinician was able to aspirate from side port but was unable to pass pa catheter. A single lumen infusion catheter was placed with high central venous pressure. Clinician was unable to aspirate through distal port. Intraoperatively, catheter was seen poking through subclavian vein. There were no other patient complications or adverse sequelae reported.